Event description:
Port a cath inserted in 2003. During the second attempt of chemotherapy the port was noted to be non-functional. On the follow-up radiology study it showed the cath fragment (prob. Distal portion) to be located in the rt atrium and the distal tip in the rt ventricle. The cath fragment was retrieved by radiology via the rt femoral vein. The remaining portion of the port remained intact in the rt infraclavicular region. The silicone portion of the catheter was all external to the subclavian vein but was noted that it would need to be removed and a new access port placed. 9 days later the pt presented to have a new port a cath placed-the original port was bard as well as the replacement.